Manufacturer narrative:
The dentist refused to provide the patient's weight. Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject z95l device [bbh30420]. There were no problems observed during manufacturing or testing noted in the DHR. There were no repair history records since the device was shipped. Nakanishi connected the handpiece to the motor and tried to rotate the motor. However, the handpiece was locked, and the motor did not rotate at all. Therefore, nakanishi was not able to conduct temperature testing of the device. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed the following: the bearing retainers in the ball bearings on the front and rear sides of the cartridge were broken. The internal parts were soiled and discolored. Nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: nakanishi could not replicate the temperature increase from the event, but based on the findings in the visual inspection, nakanishi determined that the cause of the handpiece overheating was frictional resistance generated by contact between the ball bearing retainer and the outer race (bearing outer metal part), which was caused by the broken ball bearing retainer. Nakanishi also considers the possibility from many years of experience, that the cause of the broken bearing retainers was the ingress of undesirable materials into the bearing, which interfered with rotation. A lack of maintenance caused the accumulation of debris on the internal parts, which contributed to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance and checking of the handpiece prior to use to prevent overheating, as instructed in the operation manual.

Event description:
On (B)(6) 2022, a nsk z95l handpiece was returned from a distributor to nakanishi for repair. There was a note with the device stating that the device had overheated and burned a patient. Upon receipt of the information, nakanishi made a phone call to the dental office for further information about the event including information about the patient. Details are as follows: the event occurred on (B)(6) 2022. The dentist was removing a full metal crown on a molar of a patient using the z95l handpiece (serial no. (B)(4)). During the procedure, the patient complained about the device feeling too warm. The dentist found a minor burn injury on the patient's corner of the mouth. No medical treatment was required at the time of the injury.